Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from an unspecified location. This issue was discovered during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction b5: the device had been filled with ¿bentsyylipenisilliini 10 miu 250 ml¿ (penicillin g potassium salt). The issue was identified when the pharmacy unpacked the transportation box. The issue was further described as ¿the blue cork/cap was defected" (omitted on initial). H4: device manufacture date: june 20, 2022 - june 21, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection noted fluid inside the bag that contained the unit due to a disconnected blue winged luer cap. A functional leak test was performed by filling the unit with water. After fill and prime, to ensure the blue winged cap was securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was monitored until the next day. The next day, no signs of leak were observed. The device was determined to be conforming product because no evidence of leak was observed during the functional leak test. The cause of leak inside the bag was potentially due to a use error of not securely tightening the blue winged luer cap which consequently caused the cap to separate from the luer. The product labelling (instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. Should additional relevant information become available, a supplemental report will be submitted.